Event description:
It was reported that patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).